Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A bipella support was placed with a rp flex and impella cp for the 77 year old male admitted in with acute myocardial infarction and cardiogenic shock. Any underlying cardiac and systemic comborbidities that would necessitate bipella support is unknown. The rp flex exhibited signal loss, pump flow alarms, and concerns of thrombosis. After a week of support the pump was explanted and patient survived. The team did note there was an observation made of the thrombus at the time of explant.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: thrombosis: the cause of the injury was not determined due to insufficient clinical details. Low pump flow/placement signal issue: the cause of the issues was determined to be due to a dp sensor drift as evidenced by pattern identified in log analysis showing continuous increased placement signal and reduced calculated flows with stable motor current causing perceived low flow events. The pump sn (B)(6) passed all the post sterile inspection checks.